Event description:
It was reported that balloon rupture occurred. A 15mm 2.50 maverick¿ balloon catheter was used for dilatation. However, the balloon ruptured. The balloon was removed completely from the patient. The procedure was not completed and will be performed on a later date. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of maverick otw balloon catheter with no other devices. There was contrast in the balloon. The tip of the device was damaged, with additional damage done to the shaft of the device 30cm to 38.5cm, from the tip. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. The balloon was inflated to 12 atm for 5 minutes, without a loss of pressure. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 15mm 2.50 maverick balloon catheter was used for dilatation. However, the balloon ruptured. The balloon was removed completely from the patient. The procedure was not completed and will be performed on a later date. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).